Event description:
It was reported that an administration set could not be successfully connected to a bag of 5% glucose, resulting in a leak. This occurred during set-up of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified a missing air vent. This confirmed the reported condition as a missing air vent would lead to leakage through the spike. The cause was determined to be an issue with the material supplied to the manufacturing facility. In order to address this condition, an icar was opened and involved personnel in the manufacturing process were made aware of this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.